Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, for aesthetic reasons. Additional information has been requested but it has not been made available as of the date of this report.